Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user had difficultly when removing the catheter. This event occurred on the day of placement. The user attempted to deflate the balloon using a syringe, but the water in the balloon could not be withdrawn. Then the user forcibly pulled on the catheter, and finally the catheter could be removed from the patient's body. Self limited bleeding was observed but no medication required.

Event description:
It was reported that the user had difficultly when removing the catheter. This event occurred on the day of placement. The user attempted to deflate the balloon using a syringe, but the water in the balloon could not be withdrawn. Then the user forcibly pulled on the catheter, and finally the catheter could be removed from the patient's body. Self limited bleeding was observed, however no medication required.

Manufacturer narrative:
The reported event was unconfirmed since the sample met specification. Per visual inspection, the exterior of the sample was examined and did not find anything to contribute to the reported event. Per functional inspection, the balloon was inflated with 10cc of water and deflated. The balloon deflated in 18.59sec. The internal specification for this product is 20.7sec max, so the sample met specification. The deceive was dissected and did not find anything to contribute to the reported event. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4).